Event description:
(B)(4). It was reported by the consumer that the pronto m41 power wheelchair would start at normal speed too soon after slowing down. Upon assessment of the unit, the technician found that the off board charger, the joystick, and the controller to be faulty. There was no reported injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately 20 month old. The owner's manual part number 1143206 rev. G (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. However, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.